Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up check, it was noted at that time that the atrial lead had dislodged. The lead was explanted and replaced. No patient symptoms were reported.